Event description:
Baxter (B)(4) received a report that an intermate leaked after filling. The device was filled with a 250-ml solution of 90 mg pamidronate in 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the leak. A functional leak test noted the leakage was coming out at the bonding junction of the tubing and the luer post. The root cause was due to insufficient solvent at the bonding junction of the tubing and the luer post. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.